Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the distal rca with moderate tortuosity mild calcification and 75% stenosis. The vessels had restenosis from another company's stent that was implanted three months previously. The voyager was delivered and inflated at the lesion, however, it ruptured during the second inflation at 14 atm. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon ruptures include, but are not limited to, interactions with other devices, patient anatomy, lesion calcification and tortuosity. In this case, the lesion was moderately tortuous and calcified with 75% stenosis and restenosis in a previously implanted stent, which may have contributed to the difficulties experienced. It is possible that the balloon was damaged during interactions with the stent or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Without a returned device for analysis, a conclusive root cause for the reported balloon rupture cannot be determined.